Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was attempted for implant; however, it could not be implanted because it was reported to be damaged. A new lv lead was successfully implanted. No patient complications or adverse patient effects were reported. This lv lead has not been returned for analysis.